Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery(rca). Following deployment of a 4.00x6mm promus element ¿ stent, a mild non blood flow limiting proximal edge dissection was noted under fluoroscopy. The physician treated it with implantation of a 4x12mm promus element ¿ stent in a overlapping manner. No further patient complications were reported and patient is doing fine.